Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). A device history record review revealed no issues that could have caused or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device passed electrical testing. During functional testing, the fluid was transferred outside of the rite specified limits and the volumetric accuracy test that followed, showed that the device had failed. An internal/external inspection was performed and the piston foam was found to be deteriorated. The results of the evaluation revealed the cause of the failure to be the deteriorated piston foam. The piston foam was to be scrapped and the device was sent for servicing. A CAPA currently exists to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available.